Event description:
At time of pick up a citadel plus bed frame by an arjo representative, it was observed that the side rail panel was broken off the side rail mechanism. No injury was reported.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Manufacturer narrative:
At time of pick up a citadel plus bed frame by an arjo representative, it was observed that the side rail panel was detached from the side rail mechanism. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This hypothesis is in line with observation made during the device inspection, it was noted by the service consultant ¿it (side rail panel) looked like someone pulled the side rail to hard and broke it.¿ to conclude, the side rail panel was detached from the side rail mechanism and from that perspective the citadel plus bed did not meet the performance specification. It is unknown if any patient was involved because the circumstances in which the issue occurred are unknown. No injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.